Event description:
Nurse reported device diagnostics on patient indicated high lead impedance on the office visit for (B)(6) 2012. The patient had undergone battery replacement in (B)(6) 2011 and in (B)(6) the patient indicated that he was no longer having voice alteration from stimulation and a slight increase in seizures (not above pre-vns baseline). Information from the nurse indicated that system diagnostics at the time of surgery in (B)(6) 2011 were normal (dc dc 2 in systems and dc dc 4 normal). X-rays were received by the manufacturer and review of x-rays indicated the generator was able to be visualized and its placement appeared to be normal. The lead pins appeared to be fully inserted into the header of the generator. The feed thru wires appeared intact, and the lead wires appeared intact at the connector pins. The lead body was also able to be visualized, although image quality was compromised in some views and could not be fully assessed. No obvious discontinuities or acute angles were noted. There was a suspect area near the generator before the lead pin connectors become one lead body that appears to have one wrapped around the other although this could not be confirmed with the images provided. Nurse indicated last good system diagnostic were from (B)(6) 2011. No patient trauma to the device was reported. The patient's device was disabled and revision surgery is likely.

Event description:
Additional information was received through an implant card indicating the patient underwent generator and lead replacement surgery due to a lead discontinuity. Attempts to obtain the explanted devices returned to the manufacturer were unsuccessful as the hospital discards explants.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.review of x-rays by the manufacturer revealed a gross lead discontinuity.device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient stated that he had vns since 2001 and in 2010 his vns settings were put to the very maximum (on time = 1 minute, off time = 1 minute), after which, his seizures dropped tremendously. Then, suddenly, the seizures came back. The patient stated that it was found that one of the two wires was damaged and the entire vns needed to be replaced as the new lead wire would not be compatible with the implanted generator.